Event description:
The or nurse was moving the sovereign system when the cart tipped and fell. They reportedly attempted to arrest the fall of the cart and hit their knees on the floor causing contusions on their knees. They were reported as recuperating; however, no further medical intervention was provided. Upon examination of the cart it was found that one of the casters had come off the cart.